Manufacturer narrative:
Device received with no damage to the lcd display window noted. No missing segments. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm were noted. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rainbow effect on the screen and the data was unable to read. Customer reported that the insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.